Event description:
After trialing a with a size 5 standard polar broach the implant sat 5mm proud of where the broach had. A second try led to with the same result. A second size 5 stem was implanted and this implant sat where the broach had. Operation extended by 60 minutes.